Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported the hinge, which was not expected in the patient's unknown eye during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The issue was resolved as phone fix by field service engineer. It was stated that the issue was of clinical nature and that only default settings needed to be changed, but no additional information was provided. It was however verified with customer that there was no other problem. Root cause could not be identified without further information. The manufacturer internal reference number is: (B)(4).